Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one introducer tray and sharp receptacle. A model i300f85 tray with lot number 61524968 was received empty with only a sharp receptacle in it. The customer report of ¿blood coming out from the pa catheter¿ could not be confirmed on evaluation, as the reported introducer was not returned. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that blood was coming out from the pa (pulmonary artery) catheter during use of an introflex introducer in an adult male. It was confirmed by the customer that only the introducer had leakage and there was no issue with the swan-ganz catheter. The introducer was replaced with a new one via a new insertion site. There was no patient injury.